Event description:
Customer reports obtaining a dca hba1c result that was higher than the reference lab result. Controls were in range.

Manufacturer narrative:
Customer was advised to do equipment maintenance and to retest sample using another box of reagents. The customer has not seen any similar discordant results with the lot they originally observed the problem or with the replacement lot.